Manufacturer narrative:
G2: country of origin - china h3: product analysis # (B)(4): part # 75446540, lot # h5798551, visual inspection confirmed the multi axial screw was returned with the bone screw shank separated from the pedicle head. Optical inspection confirmed the head of the bone screw shank has some wear on the top portion of the shank consistent with the screw being locked in and angulated position. Macroscopic inspection revealed the top portion of the crown of the screw has been worn from the seating of the rod and the multi axial ring has been damaged due to the bone screw shank pulling loose. The damage/separation appears to be from overload and the screw head being locked in an over angulated position as the root cause. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with pre-operative dia gnosis for lumbar intervertebral disc herniation, posterior decompression and screw rod fixation. Procedure or technique used was plif (posterior decompression and screw rod fixation) it was reported that the implant was broken. Screw did not came in contact with the patient body. There was no fragment left inside the patient.